Manufacturer narrative:
Device evaluation: no product was returned for investigation. Device evaluation including root cause analysis is in progress. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available.

Event description:
It was reported the device is filled with brown sediment. Apparently, the sediment is rust particles from either the water pump or heating element. The device was filled with a new formula 1 solution. The device will have to be rebuilt with a new water pump, heating element and housing. The sediment cannot be removed. Additional information received via customer response email 07-oct-2022: discovered prior to patient use. No patient injury was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. No product or photographic evidence were provided to aid in this investigation. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Corrected data: h6 - health impact code.